Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d224drg ICD, implanted: 2010-(B)(6); 5076-52 lead, implanted: 2010-(B)(6). (B)(4).

Event description:
It was reported that a alarmed occurred three times. The right ventricular (rv) lead exhibited high impedance with possible fracture. A lead integrity alert (lia) triggered for high short interval counts (sic), several non-sustained fast ventricular tachycardia (vt), and a sudden impedance spike was noted. A new rv pace/sense lead was implanted. The pace/sense end of the rv lead was capped, and the high voltage coil portion of the lead was reused. No patient complications have been reported as a result of this event.